Event description:
On 2/18/2000, safeskin received a copy of medwatch voluntary report #10177965. The report described the event as follows: "as a result of exposure to latex (info. Blacked out), I developed an allergic contact dermatitis (type 4) and asthma/reactive airway disease (type 1), I have been advised to seek work outside of direct pt care which requires the use gloves and handwashing. I have been advised to avoid environments in which latex is extensively used. Therefore, I have been unable to work as a (info. Blacked out) in a hosp setting. Because of my allergy, my employer terminated my employment. I have been receiving wage loss benefits through the bureau of workers' compensation. My employer failed to provide a reasonable accomodation for me."